Manufacturer narrative:
Block b3: date of event: date of event was approximated to 06/01/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip would not detach from the catheter. The clip eventually was able to detach from the catheter after the handle was opened and closed. The procedure was completed. No further information has been obtained despite good faith efforts. There were no patient complications have been reported as a result of this event